Event description:
A 73-year-old male with a history of cardiovascular disease and colorectal cancer with metastasis to the liver received a second histotripsy treatment on (B)(6) 2025 (previous treatment was 1 year prior) to a single segment 6 liver tumor for a total planned treatment volume (ptv) of 18.7 cc. Following the procedure, the patient was stable without any clinical complications and went home. The next morning the family found the patient in his bed where he had passed away. No autopsy was performed so the cause of death is unknown.

Manufacturer narrative:
This MDR is being filed out of an abundance of caution considering the death occurred the day after the histotripsy procedure even though no allegations of procedure-relatedness have been made. No device malfunctions or other noteworthy events occurred during the case.